Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurse programmed a fentanyl infusion at a rate of (B)(4). (Concentration: 25mcg/ml; volume: 50ml bag) on (B)(6) 2024. However, the bag was reportedly found to be empty after 3.5 hours. Bd received additional information from the customer. It was reported by the rn who took care of the patient that the fentanyl was running as a "primary" and there was a secondary bag (normal saline) connected to the primary line running at (B)(4). The rn reportedly decreased the secondary fluid frate to (B)(4). "At some point during her shift". The rn reported that a full (secondary) bag was a 100ml. Fentanyl bag was hanging as the primary with the bag lowered and the normal saline was hanging (attached into the primary line above the pump) as a secondary. The patient reportedly passed at 10 pm "last night" ((B)(6) 2024). Per customer (nurse manager), it is not believed that the event caused or contributed to the death as the patient was on "comfort care" due to gastric cancer. The patient was on the same "end-of-life condition" immediately after the fentanyl event was discovered. Per report, the immediate cause of death was "respiratory failure."

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem, unique device identifier (UDI) #. Added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the nurse programmed a fentanyl infusion at a rate of 4.8ml/hr. (Concentration: 25mcg/ml; volume: 50ml bag) on (B)(6) 2024. However, the bag was reportedly found to be empty after 3.5 hours. Bd received additional information from the customer. It was reported by the rn who took care of the patient that the fentanyl was running as a "primary" and there was a secondary bag (normal saline) connected to the primary line running at 30ml/hr. The rn reportedly decreased the secondary fluid frate to 20ml/hr. "At some point during her shift". The rn reported that a full (secondary) bag was a 100ml. Fentanyl bag was hanging as the primary with the bag lowered and the normal saline was hanging (attached into the primary line above the pump) as a secondary. The patient reportedly passed at 10 pm "last night" ((B)(6) 2024). Per customer (nurse manager), it is not believed that the event caused or contributed to the death as the patient was on "comfort care" due to gastric cancer. The patient was on the same "end-of-life condition" immediately after the fentanyl event was discovered. Per report, the immediate cause of death was "respiratory failure." Bd received additional information. After the event was reported to bd, bd clinical and technical practice consultants went onsite to gather additional information. It was reported that the patient had fentanyl drip ordered at 120mcg/hr. (4.8ml/hr.) With a total volume to be infused of 50ml. The clinician primed the tubing and connected all necessary equipment. Then the clinician had a fellow rn double check the tubing and the order before giving a dual sign off. The infusion was started at 2204 with the volume to be infused at 50ml and the rate at 4.8ml/hr. The clinician later (about 30 minutes after starting the infusion) went into the patient's room to see if the dose needed to be increased but the mother said she felt that the current rate was okay, so the rate was left at 4.8ml/hr. At around 0150 the patient's pump began alarming that there was ¿air in line¿ and the clinician checked the bag and saw that it was completely empty. The infusion pump still displayed that there was roughly an additional 31ml left to infuse and that the rate was still set at 4.8ml/hr. The clinician delayed the infusion and called the charge nurse. The charge nurse double checked that there was no leakage from around the bag or tubing and saw that everything seemed to be in order, including the rate and volume to be infused. But the bag was still empty. The clinician then called pharmacy to let them know about this discrepancy and to get a new dose ordered. Fentanyl 25mcg/50ml is compounded by pharmacy in a 50ml premanufactured baxter IV bag. Remove 25ml from the IV bag and add 25ml of fentanyl to the IV bag. Pharmacy stated that fentanyl 10mcg/1ml is a premixed IV bag. The event occurred on the medical oncology unit.

Manufacturer narrative:
Omit: a23 - use of device problem (1670), g0200802 - software interface, c23 - usage problem identified, d11 - cause traced to user. Additional information: device available for eval?, returned to manufacturer on, concomitant med prod data, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. Investigation summary: the report of an over infusion (fentanyl) could not be confirmed during the investigation. Testing performed on the suspect pump module found the pump module performing within specification and no anomalies were observed during the physical inspection. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended with no signs of unregulated flow observed. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Inspection of the concomitant pca found the pca control cord to be a third-party part manufactured by elit biomedical solutions. The customer reported an event date of (B)(6) 2024. The event time was reported as 2204 (10:04 pm) on 19jul2024 10:04:51 pm a remote IV was received with the following parameters: drug amount = 1250 mcg, diluent volume = 50 ml, drug ID = 611 (suspected fentanyl), rate = 4.8 ml/hr, vtbi = 50 ml, pvi = 1695.03 ml. On 20jul2024the pump module s/n (B)(6) alarmed for air in line at 1:36:07 am recording a pvi of 1711.91 ml resulting in a total of 16.88 ml infused at the moment. Two (2) minutes later the door was opened and the infusion restarted. After three (3) minutes the system alarmed for air in line. At 2:49:22 am a remote IV was received with the following parameters: drug amount = 1250 mcg, diluent volume = 50 ml, drug ID = 611 (suspected fentanyl), rate = 4.8 ml/hr, vtbi = 50 ml, pvi = 1712.17 ml and started. At 12:21:57 pm the system alarmed for air in line with a pvi of 1757.95 ml resulting in a total of 45.78 ml infused. At 12:32:38 pm an infusion with rate of 4.8 ml/hr and vtbi of 90 ml was left running. At 6:49:14 pm the rate was changed to 5.8 ml/hr with a vtbi of 59.873 ml. The infusion was completed on 21jul2024 at 5:08:28 am. The pvi recorded was 1848.08 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Alaris system user manual (v12.1), states within warnings and cautions to prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The investigation identified that the pcu battery age was approximately 3 years old; however, this issue was not a contributing factor for the reported issue. The bd alaris user manual v12.1 (dir 10000309292) on appendix a ¿ troubleshooting and maintenance states that for proper maintenance the bd alaris user manual v12.1 suggest the battery should be conditioned every 12 months by biomedical engineering. The battery should be replaced every 2 years by biomedical engineering. It was also observed that the pca device had a third-party part dose request cord. Medical device safety alert07 feb 2022). Use only bd approved parts when performing corrective maintenance or repairs. Use of third- party parts can affect the safety and efficacy of the bd alaristm and alaristm devices, leading to device failure, patient injury, or even death. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported over infusion (fentanyl) was not identified during this investigation. The returned devices were fully evaluated, and no issues or anomalies were observed with the suspect pump module during laboratory testing. Note that imdrf annex a1801, a040502, c0601, d01, d15, and g02017, g04088, g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the nurse programmed a fentanyl infusion at a rate of 4.8ml/hr. (Concentration: 25mcg/ml; volume: 50ml bag) on (B)(6) 2024. However, the bag was reportedly found to be empty after 3.5 hours. Bd received additional information from the customer. It was reported by the rn who took care of the patient that the fentanyl was running as a "primary" and there was a secondary bag (normal saline) connected to the primary line running at 30ml/hr. The rn reportedly decreased the secondary fluid frate to 20ml/hr. "At some point during her shift". The rn reported that a full (secondary) bag was a 100ml. Fentanyl bag was hanging as the primary with the bag lowered and the normal saline was hanging (attached into the primary line above the pump) as a secondary. The patient reportedly passed at 10 pm "last night" ((B)(6) 2024). Per customer (nurse manager), it is not believed that the event caused or contributed to the death as the patient was on "comfort care" due to gastric cancer. The patient was on the same "end-of-life condition" immediately after the fentanyl event was discovered. Per report, the immediate cause of death was "respiratory failure." Bd received additional information. After the event was reported to bd, bd clinical and technical practice consultants went onsite to gather additional information. It was reported that the patient had fentanyl drip ordered at 120mcg/hr. (4.8ml/hr.) With a total volume to be infused of 50ml. The clinician primed the tubing and connected all necessary equipment. Then the clinician had a fellow rn double check the tubing and the order before giving a dual sign off. The infusion was started at 2204 with the volume to be infused at 50ml and the rate at 4.8ml/hr. The clinician later (about 30 minutes after starting the infusion) went into the patient's room to see if the dose needed to be increased but the mother said she felt that the current rate was okay, so the rate was left at 4.8ml/hr. At around 0150 the patient's pump began alarming that there was ¿air in line¿ and the clinician checked the bag and saw that it was completely empty. The infusion pump still displayed that there was roughly an additional 31ml left to infuse and that the rate was still set at 4.8ml/hr. The clinician delayed the infusion and called the charge nurse. The charge nurse double checked that there was no leakage from around the bag or tubing and saw that everything seemed to be in order, including the rate and volume to be infused. But the bag was still empty. The clinician then called pharmacy to let them know about this discrepancy and to get a new dose ordered. Fentanyl 25mcg/50ml is compounded by pharmacy in a 50ml premanufactured baxter IV bag. Remove 25ml from the IV bag and add 25ml of fentanyl to the IV bag. Pharmacy stated that fentanyl 10mcg/1ml is a premixed IV bag. The event occurred on the medical oncology unit.